Event description:
The customer originally contacted physio-control to report that their device would intermittently lose the ECG data on the screen and they would have to power the unit off, then on again, in order to regain the information. Upon examination of the device, physio observed that unit would intermittently lock-up. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and initially was unable to verify the reported failure, but did observe event codes had logged into the memory at the time of the reported failure. As a precaution physio then replaced the system pcb assembly. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further evaluated the removed system pcb assembly where the reported failure was verified. It was observed that an integrated circuit (ic) chip, designator u15, failed at 8 degrees celsius (or lower) and that at the time of the failure there was no ECG trace or the unit would lock-up, thus preventing defibrillation, if necessary. The cause of the reported failure was an ic chip, designator, u15.